Event description:
The spreader arm is screwed into a castle nut in the arm. There is a pin in the nut to keep it from backing out of the threads and this pin backed out and sheared off. This was addressed in a recall of 8/2002. The pt was being transferred when this happened and pt fell. No evidence of pt trauma to head however pt died within 10 mins. MFR has been at facility to investigate. Autopsy report pending.